Event description:
During the reported implant attempt, the device stylets disassembled into component pieces which lead to difficulties while operating the fixation mechanism of the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the user reported that the easyturn stylets came apart, and this was verified through return analysis. These stylets were manufactured prior to the introduction of the 9n pull test, which was established to avoid disassembly of the easyturn stylet handle components prior to use.